Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen had gray lines going across the screen vertically and some parts of the screen were blacked out making it difficult to see the screen and the customer was unable to read the screen. However, the pump was noted to be functional. The customer's blood glucose level was not impacted (89 mg/dl). Reportedly, the customer would continue to use the pump for insulin therapy.